Event description:
The customer reported via phone call that the insulin pump had an up button that became stuck. The customer did not know the blood glucose reading. The customer stated that he was trying to give himself insulin when he noticed the keypad anomaly. The customer did not observe any other significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He advised that he had already reverted to insulin pens for treatment. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.